Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged the motor whine and inconsistent pressure. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer confirmed the customer's complaints of whining noise and inconsistent pressure which was caused by the blower. The manufacturer observed evidence of foam degradation within the blower. The device also showed one stop level error (e200). No parts were replaced as the device was scrapped by the manufacturer.